Event description:
Customer reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: 30mmol/l (mobile) and 3.0 mmol/l (ambulance's contour meter). Customer also reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: hi (> 33.3 mmol/l) (mobile) and > 3.0 mmol/l (2.0 mmol/l)(ambulance's contour meter). No death reported; was treated by ambulance and there was no delay in treatment. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.